Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient alleged obtaining readings of "73 and 24mg/dl" on his lfs meter, greater than 20 minutes from one another. The patient reported using novolog and lantus insulin (unknown dose) to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported that he "passed out" at an unknown date and time. On (B)(6) 2012 in the morning, the patient reported he self treated with something to eat or drink. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because, the patient alleged due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required self treatment.